Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Global study patient, grade 3 filter leg interaction. The primary reason for the filter placement was a current deep vein thrombosis (dvt) with no contraindication to anticoagulation but added risk due to right heart strain and an elevated troponin. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 18.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a gunther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter was neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. The filter angle of tilt was 11-16 degrees. Core lab analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The presence of thrombus in the pelvic and lower extremity veins was not assessed. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 17.0 mm. There was no evidence of filter deformation, migration, extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 10.5 degrees. On the same day of the procedure, the post-procedure x-ray revealed no evidence of filter fracture, embolization or migration. The filter angle of tilt was 11-16 degrees. Core lab analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of tilt was 10.1 degrees in the ap view and 7.7 degrees in the lat view. On (B)(6) 2014 (5 days post-procedure), the patient was discharged from the hospital. The discharge medications included warfarin and a therapeutic dose of low molecular weight heparin. On (B)(6) 2014 (35 days post-procedure), the one month follow-up clinical assessment was completed and a filter retrieval was not scheduled due to an ongoing risk for pulmonary embolism. The patient was taking xarelto. Since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. On (B)(6) 2015 (98 days post-procedure), the three month follow-up clinical assessment was completed and a filter retrieval was scheduled because it was no longer clinically needed. The patient was taking xarelto and warfarin. Since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. On (B)(6) 2015 (120 days post-procedure), the patient had the pre-retrieval x-ray performed. The x-ray revealed no evidence of filter fracture or embolization. Migration of the filter was noted and filter tilt was less than 6 degrees. Core lab analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. Filter tilt in the ap view was 2 degrees and in the lat view was 4.5 degrees. On (B)(6) 2015 (129 days post-procedure), an attempt to retrieve the filter endovascularly, with a cloversnare retrieval set via the right internal jugular vein, was unsuccessful. The filter legs did not appear outside the column of contrast at pre-retrieval and there was no thrombus present in the filter. The patient was on xarelto pre-procedurally. The site rated no difficulty during the attempt to retrieve the filter but noted: "despite multiple attempts the filter could not be removed from the inferior vena cava wall" and "failed to retrieve filter secondary to ingrowth of intima into the struts of the filter. Filter is permanent. The hook on the filter was straightened during retrieval (attempt)." Core lab analysis of the attempted retrieval procedure venography revealed no thrombus present in the filter. Filter legs did appear outside the column of contrast and the angle of filter tilt in the ap view was 1.3 degrees. On (B)(6) 2015 (181 days post-procedure), the six month telephone follow-up was performed. Since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. On (B)(6) 2015 (301 days post-procedure), the patient experienced right upper thigh pain. No treatment was required. On (B)(6) 2015 (386 days post-procedure), the twelve month follow-up clinical assessment, ultrasound, chest and abdominal computed tomography (CT) with intravenous contrast, and x-ray were completed. Retrieval was not scheduled because the treating physician deemed the filter to be permanent on (B)(6) 2015. The patient was taking aspirin. Since the last contact, the patient had experienced a reportable event as described above. The ultrasound revealed no thrombus in the ivc, pelvic veins or left lower extremity vein. Thrombus was present in the right lower extremity vein. Core lab concurred with the site's assessment. The chest and abdominal CT with intravenous contrast revealed no evidence of embolization. Filter leg interaction with the ivc wall grading is not available [site has been queried]. There was evidence of a pe. The site relayed that these imaging results were associated with clinical sequelae, but did not lead to an intervention or treatment [site has been queried]. Core lab analysis of the twelve month follow-up chest and abdominal CT revealed no evidence of filter embolization. Evidence of a left sided pe was present and deemed pre-existing. The angle of filter tilt in the sagittal plane was 6.7 degrees and 1.8 degrees in the coronal plane. There were eight grade one filter legs, two grade two filter legs, and two grade three filter legs that affected the aorta and duodenum. None of the grade two or three filter legs were associated with hemorrhage, hematoma formation, or any other clinical findings at the perforation/puncture sites. The x-ray revealed no evidence of filter fracture, embolization, migration, or tilt. On the same day, the site reported the pe as new and indicated there were no symptoms. Treatment included reinitiation of xarelto [site has been queried as noted above]. Core lab analysis of the twelve month follow- x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. Angle of filter tilt in the ap view was 0.9 degrees and 7.5 degrees in the lat view. The patient remains in the study.